Event description:
The advocate alleged that control tests were performed using the customer's contour system and the results were 20, 30, and 40 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.